Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a patient had read that ¿others have had the piece of catheter that had traveled into the brain and they were saved¿. No further information was provided including who the patients were or their device information, what caused these events, if any actions or interventions were taken or the patients¿ outcomes. Additional information has been requested to obtain the patients¿ managing health care providers (hcps) information but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.